Event description:
It was later reported that compatibility guidelines were requested for the following: MRI. The area to be scanned was the spine. The doctor was ordering the mris because the patient had been diagnosed with nmo disease. The ins had been removed but the lead was still placed. The doctor had said he could not remove the lead because it was in the sacral foramen and he was not allowed to go that deep. This reporter was unsure why the device was removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
It was later reported that a portion of the lead broke off in her s3 area when the lead was being removed. The patient noted she was told by patient services that a neurosurgeon would do the surgery. The patient just received a call stating that doctor's office received a call that she should be referred to a urologist. The patient was asking why a urologist. The patient had concerns because it's abdominal surgery and she's had a bladder augmentation. Patient services stated she has concerns about the urologist not being the right person because she was told by 3 different people: a doctor, the hcp (healthcare provider) that did her bladder augmentation, and the previous patient services agent that it would be a neurosurgeon. The patient had not contacted a certain doctor "yet" and stated when she spoke to him a month ago he said it would be a neurosurgeon based on his conversations with the manufacturer. Regarding if the urologist referral was for a consult for a referral, the patient stated it was an appt for the surgery. The patient noted she'll start from the beginning "when I saw the doctor to have it removed he said he wasn't capable of doing that himself, he can implant it, but doesn't have expertise in working around the nerves. He said he contacted the manufacturer. He started with the representative that assisted him during surgery. He said they went up the whole chain at the manufacturer. He said we talked to the medical representative, now I don't know if it was physicians or who it was, and then we went all the way back down. And he said the decision is that you need to be referred to a neurosurgeon for this. He said we feel it needs to be done at a certain site because of my other specialists. So he called my neurologist who was at that site and he was going to make my referral to neurosurgery. Neurosurgery said no they aren't comfortable doing it. They sent me to orthopedic spine. They said no they're not going to do it. So it went back to the doctor again. He contacted the manufacturer again and I was told it needed to be a neurosurgeon again. So the doctor was going to contact neurosurgery personally. Now I just received a message that they went back to the manufacturer and the manufacturer said that they are recommending a referral to another doctor." This doctor's partner is the one that did the patient's bladder augmentation and didn't know why she wasn't referred to him.

Event description:
It was reported that when the patient had their implantable neurostimulator (ins) and leads explanted around (B)(6) 2013 a portion broke off and was not explanted. It was noted that the patient had bladder augmentation surgery on (B)(6) 2013 and the patient¿s health care provider (hcp) was afraid that surgery would complicate the lead fragment removal surgery. It was reported that the patient needed to have the fragment explanted because they needed to have regular mris to track the progression of their neurological disease. Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. It was noted that an appointment date was to be scheduled. It was reported that the patient¿s hcp was consulting with their other hcps regarding a referral for a surgical consult. The consult was to discuss the lead removal as the system was previously removed but a piece of the lead remained embedded. It was reported that the remaining lead must be removed because the patient was in need of an MRI. The patient¿s hcp had been working very diligently on the patient¿s behalf regarding this issue which was that neurosurgery did not believe that it was an appropriate surgery for them and the patient was referred back to urology. It was reported that since the patient had a bladder augmentation an incision was out of the question. It was noted that the patient was currently awaiting a response from orthopedic spine surgeons.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v626365, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3093-28, lot# v626365, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. (B)(4).